Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited 3 episodes of oversensed noise resulting in brady pacing inhibition in this pacer dependant patient. These episodes occurred between 0850 and 0910 in the morning. Agressive manipulation was not able to reproduce the noise. Technical services (ts) discussed diaphragmatic oversensing as a possibility for the noise, and discussed decreasing the sensitivity of the device. The patient did not report any symptoms associated with the pacing inhibition.